Manufacturer narrative:
The reported event of unable to untighten the v-setscrew to remove the v-lead was confirmed. The user of the torque wrench was incorrectly inserting the torque wrench into the setscrew inset. The user was not fully inserting the wrench into the setscrew inset causing the wrench to damage and strip the inset. Because portions of the inset are stripped the setscrew was difficult to engage to untighten it to remove the lead.

Event description:
Related manufacturer report number: 2017865-2023-40951. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited unspecified over-sensing. The physician decided to replace the rv lead. During the lead revision procedure, the rv lead failed to be separated from the header of the pacemaker. The pacemaker was explanted, and the rv lead was capped and replaced. The patient was in stable condition.